Event description:
In 2006, the upper blocker on the back of the c2 polyaxial screw loosened. The customer further stated that, the patient had to undergo revision surgery four months later, to replace the upper blocker and that, no further problems have been experienced since.

Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental.